Event description:
Pt reported her blood glucose was elevated to 475 mg/dl and 550 mg/dl for the past 2 days. The infusion device did not provide any alert/error messages. She changed the infusion set 2 times and delivered more insulin before meals (3.5 units instead of 1.2 units), but this did not resolve the issue. She switched to her backup infusion device, and her blood glucose returned to normal. The infusion device was requested for eval. The pt did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.